Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13d18017 and h13e01069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The treatment for peritonitis was not reported. On an unreported date, pd therapy was withdrawn and the patient was switched to hemodialysis. At the time of this report, the patient was still in the hospital. The patient had not recovered from peritonitis. Additional information was requested, but is not available at this time. This report is 1 of 3.